Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in th sub total occlusion of the distal left anterior descending artery (lad). The lesion was pre-dilated with a ranger 2.0 x 20 mm balloon. The physician fully deployed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent at 10 atms for 25 seconds. The balloon was dialed down and he pulled negative, but the balloon would not release from the stent. A 20 cc syringe was attached to the stopcock and he pulled negative without success in releasing the balloon. The physician pulled on the balloon for approx three minutes. The guide dove down into the left main and he pulled the guide catheter back further. After a couple of strong tugs, the balloon was pulled completely out while the wire only came back a little bit. The stent remained in good placement. No pt injuries or complications were reported.